Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the intermittent blackouts were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction was identified as ultrasound plug unit and advanced diagnostics board malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had occasional no image. There were no reports of patient involvement.